Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. The nozzle drainage failed the test. Other observations for the device are: light guide (lg) lens and ob lens adhesive is cloudy; distal end cover (c-cover) is crushed and discolored; distal end rubber coating (a-rubber) adhesive has chipping, cloudiness, and a crack; bending section tube has deformation; and angle is insufficient and has play due to angle wire being stretched. The user complaint of sw4 not working was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of switch (sw) sw4 not working. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation. The device was reprocessed prior to sending in for repair. There was no time lag before pre-cleaning of the device was performed after the last procedure. It is unknown if air and water was supplied to the air/water nozzle. It is not known if there were any problems with the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Air/water nozzle was rinsed with liquid. Customer was not aware of foreign material presence in the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.